Manufacturer narrative:
The reported event was confirmed as use related. The product was used for treatment purposes. The failure was caused by the misuse of the product. A potential root cause for this failure could be "user error; not following disposal of single use device instructions". A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: 'finish by disposing of the catheter and its packaging. Wash your hands with soap and water'. "Warning: ¿ this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. ¿ urethral catheter for urological use only. Discard after use. Made of silicone elastomer." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been reusing the magic 3 go hydrophilic male intermittent catheter and ended up in hospital with an infection and had ostomy. It was noted that the patient had been using the product for more than 90 days. It was unknown that what medical intervention was provided for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been reusing the magic 3 go hydrophilic male intermittent catheter and ended up in hospital with an infection and had ostomy. It was noted that the patient had been using the product for more than 90 days. It was unknown that what medical intervention was provided for infection.